Event description:
The customer provided the following information with regards to the event: the malfunction occurred during inspection for use on a therapeutic procedure. The procedure was completed with a similar device. The otv-s300 was used in combination with the device. The event occurred when the camera was connected to the otv-s300.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a communication failure occurred due to a cable failure caused by twisting or damage, resulting in a disconnection affecting the image. The event can be prevented by following the instructions for use which state: if the camera cable is curled, do not pull it forcibly, but gradually straighten it. There is a risk of the camera cable breaking. Do not apply excessive force such as bending, pulling, twisting, crushing, etc. To the camera cable. There is a risk of the camera cable breaking. When cleaning the outer surface of the camera cable, do not squeeze the camera cable too hard. There is a risk of the camera cable breaking. While in use, operate the endoscope by holding the camera head, not the camera cable. There is a risk of the camera cable breaking. Do not secure the camera cable using a clamp or the like. There is a risk of the camera cable breaking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). During evaluation, the following were found: cable part cable image failure (e226), cable part cable twist, cable damage on cable, connector electrical contact wear, head scope mount wear and imaging of head/cable submersion. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had a blackout. There were no reports of patient harm.